Event description:
After blood reinfused, blood pump turned on to maximum blood flow rate to flush the remainder of ns from system prior to discard of blood lines & dialyzer. Pt stated "what's this?" Staff member noted air entering pt's venous needle. Pt c/o "I feel funny", then became unresponsive, loss of respirations, no pulse - CPR initiated, 911 called and transport by paramedics to hosp.